Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed using a different device. There were no patient complications nor injuries reported.